Event description:
Ous MDR - the pantera pro balloon ruptured at 12 atm.

Manufacturer narrative:
The technical investigation revealed that the balloon has burst longitudinal over its entire length. Microscopic inspection revealed several scratches with a longitudinal orientation in the balloon surface in close vicinity to the tearing edge. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Due to the found scratch marks it is assumed that the balloon burst was most likely induced by the patients anatomy.